Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, flat creases, and brown particles. Leak test and microscopic analysis were performed and identified more than three curved openings with striated edges and curved sharp edge openings on suture tap. Based on the device analysis the final assessment was more than three curved striated openings assessed as surgical damage, and curved sharp edge openings assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a tissue expander that burst apart during surgery and ¿doctor had planned to take the right side expander and move it to the left side¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a tissue expander that burst apart during surgery and ¿doctor had planned to take the right side expander and move it to the left side¿. Device has been explanted.